Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd precisionglide¿ needle the needle hub was clogged. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the needle hub was clogged.

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10

Event description:
It was reported that during use of the bd precisionglide¿ needle the needle hub was clogged. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: the needle hub was clogged.